Event description:
It was reported that a patient experienced peritonitis and septicemia coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the event. The patient was treated with intraperitoneal (ip) fortum injection (1g, daily) and ip reflin injection (1g, daily). The cause of the event was unknown. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.